Event description:
It was reported that an expired product was used on patient during a left primary knee replacement. This was noticed after the procedure was completed.

Manufacturer narrative:
The device remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): device implanted.

Event description:
It was reported that an expired product was used on patient during a left primary knee replacement. This was noticed after the procedure was completed.

Manufacturer narrative:
An event regarding using an expired product involving a knee screw was reported. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The investigation concluded that an expired device was used. However, there is no evidence that it is manufacturing related.